Event description:
The hosp reported that during the endoscopic vessel harvesting procedure, the bisector would not cauterize. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the complaint cannot be confirmed. During the investigation, there were no non-conformances discovered.